Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6), 2023, the patient underwent orif surgery for third and fourth metacarpal fracture with screwdriver shaft, drill bit, va locking straight plate and locking screws. While the surgeon was drilling to fix the va locking straight plate, the drill bit broke. Fortunately, the drill bit could be removed from the body, and the surgery proceeded. Next, the screwdriver shaft broke when inserting the locking screw. But this one was also removed from the body. The surgeon proceeded with the surgery using a screwdriver of the same standard. After that, when inserting another locking screw, two screw heads broke. The surgeon removed one locking screw, but the other locking screw was inserted in a good position for fixation, so the surgeon left it in place and removed the implant. The surgeon then changed to 2.0mm plate and screw and fixed it, completing the surgery. All that remains in the patient¿s body is a single screw with a broken screw head. The surgeon thought the cause of the fracture was that the patient was 19 years old and had good bone quality. The surgery was completed successfully more than 180 minutes delay. No further information is available. This report is for one 1.5mm ti va-lckng scr slf-tpng with t4 stardrive recess 10mm for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: initial reporter is j&j company representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.